Event description:
Surgeon inserted dilating balloon and attempted to use. A leak to the device was noticed/suspected and then it was removed with no apparent problem to patient. A replacement product was used instead.